Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented routine generator change with the right atrial exhibiting noise resulting in stored episodes of inappropriate automatic mode switch recorded by the device. During the procedure on 04 may 2021 the lead was capped and replaced. The patient was in stable condition.